Event description:
It was reported that during implant, the physician forgot to place the plug on the 2nd port. By the time the physician went to see the patient in recovery, she had developed a hematoma at the generator site. The patient was returned to the operating room for evacuation of the hematoma and at that time the plug was placed. The patient recovered without sequela.